Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 05/06/2016. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a qualified cartridge with an unspecified handpiece. (B)(4).